Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the pump suddenly had persistent suction alarm, low flows, and a flattened motor current waveform. Repositioning was attempted under echo guidance, and despite the pump being in mid-ventricular space, flows and suction did not improve. It was suspected the pump digested a thrombus and caused motor impairment. The patient was weaned and the impella was removed due to the low pump flows. Patient was stable after removal.